Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
The clinician reported 1 month after the dental implant was placed in ada site 19 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's infection and good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1 month after the dental implant was placed in ada site 19 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's infection and good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.